Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device.

Event description:
Edwards received notification that a patient with a pericardial valve was admitted to the hospital due to septic shock from (B)(6) bacteremia secondary to bioprosthetic aortic perivalvular abscess. The patient was discharged on day 23. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a pericardial valve was admitted to the hospital due to endocarditis or thrombosis after an unknown implant duration. No additional information was provided.